Manufacturer narrative:
Update to the initial MDR in field b3. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for additional intervention required.

Event description:
A report was received that a patient experienced a seizure. The patient was treated with medication and the event resolved. The event was deemed to be causally related to the implant procedure and device.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient experienced a seizure. The patient was treated with medication and the event resolved. The event was deemed to be causally related to the implant procedure and device.